Event description:
A malfunction was reported on the pump after it was plugged into a pickup for charging, which potentially caused it to become too hot. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump and recommended continued use, instructing the caller to report any recurring issues. The customer acknowledged and understood these instructions.